Event description:
It was reported that needle ns 30ga 1/2in bns yel hub tw euro was clogged before use. The following information was provided by the initial reporter: on (B)(6) 2020, while testing lot # for incoming inspection, the following rejects found: - one clogged needle (bag # 124) out of 125 needles tested. - one torn bag (number 049) , - one bag (number 049) with incorrect quantity (8,929 needles instead of 12,500).

Manufacturer narrative:
The following fields have been updated with additional information: h.6. Investigation summary: one sample was received for investigation. It came in a ziploc plastic bag. Performed a visual inspection and found no damages or other defects. A functional test was performed by connecting it to a syringe with saline solution. It was not possible to expel it, and the needle is clogged/ blocked. Investigation conclusion: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: the products are shipped in bulk, particles may have created during transportation, and one ended up inside the needle. All products are automatically checked for clogged needles during the production process. Rationale: CAPA not required at this time.

Manufacturer narrative:
Medical device expiration date: na. (B)(4). Investigation summary: no sample was received for evaluation. 3 photos were provided. The 1st photo shows a plastic bag with needle assembly products inside. The plastic bag is torn. 2nd photo shows a mechanism like an extension set, indicating that the top units are clogged. 3rd photo shows two plastic bags with needle assemblies. One bag is closed at the top and has more quantity of units compared to the other bag. The bag that shows less quantity has already been opened. The damaged plastic bag may have happened during the handling of the products. The bag with less quantity may have happened that was the last bag of the lot produced. However, there is an automated process that monitors the number of units per bag; this bag would have been rejected. Therefore, what induced a short count is unknown. This is the 1st complaint about this lot. The history of this product was performed. The period analyzed was 2018 to (B)(6) 2020. For needle clogged this is the second complaint about all lots during the period analyzed. The previous complaint was reported in oct 2018. This is the 1st complaint about a damaged plastic bag and short count during the 3 years analyzed. We will continue monitoring and trending complaints about this lot and product. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. Investigation conclusion: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: as for the needle clogged/blocked reported condition. Bd was not able to duplicate or confirm the customer¿s indicated failure as no sample was provided. In the manufacturing process, 100% inspection for clogging is performed by a vision system. The damaged plastic bag may have happened during the handling of the products. The bag with less quantity may have happened that was the last bag of the lot produced. However, there is an automated process that monitors the number of units per bag; this bag would have been rejected. Therefore, what induced a short count is unknown. Rationale: CAPA not required at this time.

Event description:
It was reported that needle ns 30ga 1/2in bns yel hub tw euro was clogged before use. The following information was provided by the initial reporter: on (B)(6) 2020, while testing lot # for incoming inspection, the following rejects found: one clogged needle (bag # 124) out of 125 needles tested. One torn bag (number 049). One bag (number 049) with incorrect quantity (8,929 needles instead of 12,500).